Manufacturer narrative:
The used device was returned to conmed for evaluation. Functional testing of the device with a aes-1 generator could not replicated the reported problem. The device was tested in both modes and no fault was found. The device performed as intended with no discrepancies. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. A two-year review of complaint history revealed no similar complaints for this product family and failure mode. During this same time frame, (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be acceptable and consistent with current risk documents. The instructions for use advise the user of the following. - this equipment is capable of producing a physiological effect and is for use only by licensed physicians trained in the use of this device. - examine all accessories and connections to the generator before use. - ensure all accessories are properly and securely connected and function as intended. - improper connection may result in arching, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a shoulder arthroscopy, the ia-2000-s lightwave suction ablator was shocking the doctor during use. Upon gathering additional information, from the conmed sales representative and the user facility, this alleged "shock" did not harm the doctor or the patient. The procedure was completed with an alternate device with minimal surgical delay. This report is raised on the basis of a reported malfunction with potential for injury with recurrence.